Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01159 and 3006705815-2023-01161. It was reported that the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable and patient lost therapy. System diagnostics recorded high impedances on both impedances on both leads. As a result, surgical intervention took place wherein the entire scs system was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event estimated.